Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for the peritonitis on the same day. On an unknown date, the patient was treated with cefepime and vancomycin for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. This is report 2 of 3, for the minicap involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Per review of the batch records for potentially associated lot gd893560. No nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).